Event description:
Additionally, the healthcare professional reported that the was an ¿initial improvement of 90%¿ after managing with oral antihistamine and fexofenadine 180 mg. Twenty-two days later, the event resolved completely, minus ¿two small nodules¿ under the eyes. The patient was then treated with hyaluronidase and the event resolved the next month.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, h10.

Event description:
Healthcare professional reported that a patient was injected in the face with harmonyca ¿ with lidocaine, in the ck3 and nasolabial folds with 2 ml of juvéderm® volift® with lidocaine, and in the mandibular line and chin with 2 ml of juvéderm® volux¿. Three months later, the patient reported ¿inflammation and nodular lesions¿ to the injection sites and ¿facial telangiectasias.¿ a month later, the patient was given an antihistamine, allegra 180 once a day for 15 days, traumell tablet x1 every 8 hours. An ultrasound was performed that confirmed the event. The patient reported ¿swelling¿ of the right eyebrow increased and then moved to the left side, going to the nasolabial folds and chin. At the physical examination, nodular lesions on the face decreased by 90% in almost all areas, with the exception of lateral eye circles where they decreased by 60%. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the juvederm volift w/lido 2x1ml row.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.